Manufacturer narrative:
Continued from initial reporter: postal (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture. Left side. Device explanted.

Event description:
Physician reported rupture, pain and capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified three curved openings and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified three openings striated. Based on the device analysis the final assessment is: -three openings striated in the side posterior/patch assessed as surgical damage.

Event description:
Physician reported rupture, pain and capsular contracture, baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.